Event description:
Additional information was received from a consumer. The patient reported that they thought they were referring to the programmer in the previous letter. The patient called someone local regarding the issue, but they had not heard back. When asked about removal/replacement, the patient stated that they were going to try again to adjust the settings.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting the cause of having too much tingling in the vaginal area was ¿it was caused by equipment used in the past¿. It was indicated that the patient had not received a replacement implant yet to resolve their issues of the implant not working to relieve their pain and the tingling in their vaginal area, but they were still working on one. It was indicated that the patient¿s ¿analyzer (likely referring to programmer) was lost and they were unable to use the device at all¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient stated she is considering having the ins removed because she is not sure it ever really worked to relive her pain since it was implanted (B)(6) 2017. The patient stated she felt like she had an internal vibrator and it was weird. The patient talked to a manufacturer representative (rep) yesterday who had suggested reprogramming. No further complications were reported. No additional patient symptoms were reported. On (B)(6) 2020, additional information was received from the patient reporting that cause of their therapy/device never really working to relieve their pain was they stated that it didn¿t seem like it was working. They stated that it caused too much tingling in their vagina area. No actions were taken to resolve this issue. They stated that the unit wasn¿t working and they thought they were pending a new unit. The issue was not resolved. The patient weighed 221 pounds at the time of the event.